Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported of a loss of therapy; the caller stated that since last year in november they have not been able to get the device working for their bladder symptom control. The patient stated that they have tried all of the available programs on their device and waited 2 weeks in between changing the settings. The caller stated that none of the available programs are helping because they are still going through 3 heavy duty pads a day. These symptoms have been present ever since they had 2 major surgeries in the last year (november will be one year). They now wear a colostomy bag on the left side of their body. Troubleshooting was unable to be performed because the caller has tried all available programs prior to calling today. The patient was redirected to their hcp to further address the issue.